Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The status of the device is unknown. This relates to the right device.

Event description:
Healthcare professional confirmed, that the device was intact and no rupture was found. Additionally, it has been determined, that the device associated with this complaint is not PMA approved. This records is no longer reportable to the FDA. And will be un-reported.